Event description:
Spinal fusion l4-5 fusion 3-4 weeks ago, seen for post op visit. Pt had developed a left scapular burn measuring 4-5 inches in diameter with sharp borders (fortunately first degree, which healed up with local care). Concern that the warming blanket used during the surgery may have caused the burn.